Event description:
Caller reports back to back comparison while using inform system #1 with results of 400mg/dl compared to inform system #2 with results of 115mg/dl. Caller reports qual controls were in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device used in inform system #1. Please see medwatch for suspect device in inform #2.